Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number am6373, and no non conformances / manufacturing irregularities were identified. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure ¿ female, 67.2kg, 22.9 bmi, date and name of index surgical procedure ¿ (B)(6) 2020 - laparoscopy the diagnosis and indication for the index surgical procedure? Na to the inquiry. What instruments were used to grasp the needle? Needle holder. Where was the needle grasped during use? With dissecting forceps. What tissue was being sutured? Umbilicus. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. Date of the second procedure when needle tip was removed? (B)(6) 2020. Was the entire tip removed during the second procedure? Yes. If not, is a piece of the device retained in the patient tissue? No. If retained, in what tissue/structure? Na. Other relevant patient history/concomitant medications - none. Lot number am6373. If applicable, will the product involved in the event be returned for evaluation? No what is the patient¿s current status? No follow up required.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? What instruments were used to grasp the needle? Where was the needle grasped during use? What tissue was being sutured? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Date of the second procedure when needle tip was removed? Was the entire tip removed during the second procedure? If not, is a piece of the device retained in the patient tissue? If retained, in what tissue/structure? Other relevant patient history/concomitant medications. Lot number. If applicable, will the product involved in the event be returned for evaluation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The tip of the suture broke off whilst suturing skin, could not find the part that had broken off. X rayed patient. Patient then came back to theatre as an emergency for it to be removed. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 11/05/2020. Additional information: d10, h6. Additional h-3 summary: one open box with fifteen unopened samples was received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of samples, no defects were found on the packages. The swage and attachment area were noted to be as expected; also, the tip and body of the needles were examined and no defects, damage or needle breakage were found. The sutures were dispensed without problems and examined along of strand, no defects or damaged were noted. Besides, the samples were tested by resistance test to needle and met the requirements. Although there is no direct evidence of use error, the instructions for use do contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.